Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that last evening, her insulin pump was making a high pitched noise. Customer stated that it shut off without a warning and then shut off again today. Customer stated that she ran a self test yesterday and everything tested fine. Customer stated that she had a blank display and she put in a new battery into the pump. Customer stated that the pump worked but then it started squealing again and the buttons were unresponsive. Customer stated that she never dropped or bumped it. Customer was advised to monitor the pump after completing the self test. Customer was advised that a replacement battery cap will be sent. Customer reported that her blood glucose was completely off on wednesday. Customer called back and was advised to revert to a back-up plan since she was unsure when the pump is going to shut off and it might go off in her sleep. Customer was explained that she has 14 days to return the pump and she will be sent a recertified pump.